Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a crack at the fillport/cap area. This issue was discovered before use at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 29, 2021 - november 01, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a crack on the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.